Manufacturer narrative:
A follow-up report will be sent when the analysis is complete.

Event description:
The hcp reported that, the pump and catheter were explanted due to an infection. The pump delivered baclofen (concentration and dose not reported). No patient symptoms were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.